Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that two hours after the catheter was inserted at the emergency center, a leak was noticed around the injection hub of the medial lumen in intensive care unit. The user tried to secure the connection and at that time, the injection hub came off. The user mentioned that he had never applied tensile strength on the injection hub. As a result, the catheter was exchanged.